Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient's replacement generator showed high impedance when implanted with the existing lead. Attempts for additional relevant information have been unsuccessful to date.